Event description:
50-yr-old female, in good health, status post bilateral breast augmentation on 4/15/92, using textured saline inflatable iplants. Over a 3-week period she noticed a decrease in volume on the right side. The surgical removal of the implant was done on 2/22/95 and the implant was found to be leaking. It was replaced with a new saline-filled implant. The defective implant was returned to the MFR for evaluation, as per their instructions.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device recalled by manufacturer/distributor. Invalid data - on device destroyed/disposed of status.